Event description:
The vigilance responsible of the hospital reported via fax that, "a patient underwent an unanticipated revision surgery due to the breakage of the tibial component. The device was implanted on an unspecified date.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned ot the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in united states, but a similar device is commercially available in the united states.